Event description:
The account reported that the electrosurgical generator (esu) was involved in a pt incident. The pt underwent a polypectomy. Two polyps were removed but the pt had bleeding at the surgical site. The settings were cut, 150 watts and forced coagulation at 60 watts (note: the coagulation mode was used to treat the bleeding). Nonetheless, the pt was sent to the local hosp for further evaluation/observation. Surgical intervention was performed to rule out colon perforation. However, during the procedure it is believed that the pt suffered a massive stroke resulting in death. It is not known what other factors contributed to the pt's condition.